Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture visible behind the display screen but there was no noted physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: the pump was observed to have moisture visible behind the display screen. A pump leak test was performed and found that the pump was leaking from the display screen lens. The pump was opened and moisture was on the internal pump components. Unrelated to the complaint, the display screen was observed to be dim and pink.